Event description:
It was reported that an unspecified malfunction issue occurred. The patient experienced a hyperglycemic event, and lost consciousness, while being in an active sensor session. On (B)(6) 2025, during the event, the blood glucose reading was about 500 mg/dl, and the patient stated they must have lost consciousness due to that. It was not known what the continuous glucose monitor (cgm) device was displaying at that time, and if any possible sensor errors occurred during the event. When the patient was asked if alerts sounded, they said that no alerts sounded before the loss of consciousness. An ambulance was called by the patient´s roommate on the day of the event, and the patient was brought to the hospital. The patient did not regain consciousness until 2 days after the event when he woke up in the hospital. The patient was discharged on the day of the report 03/05/2025. The patient did not remember any details regarding the treatment given. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.